Event description:
It was reported that too much fluid was left in bag signaling that it did not run successfully. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 10-aug-2022 via email and attached to complaint object: date of the event: 14-feb-2022. The product fault occurred while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The event has been resolved. The patient did not receive medical treatment after the event. The time of the event is unknown. Patient information is unknown. Concomitant medical products: none. Patient was an adult. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: should be blank.

Manufacturer narrative:
Event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.